Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was intermittently functional. Reportedly, when attempting to deliver a bolus, the screen froze on the bolus screen for approximately 5 minutes. To deliver the intended bolus request, the customer administered manual injections and blood glucose (bg) level was not impacted (under 240 (mg/dl). It was confirmed that the customer will continue using the pump for basal therapy and has manual injections available as alternate insulin therapy.